Manufacturer narrative:
B5 describe event or problem and h6 device codes were updated. Investigation summary: laboratory analysis confirmed the reported clinical observations of mechanical non-conformance as the pump did not pass activation testing. DHR review: the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, the pump of this inflatable penile prosthesis (ipp) was thoroughly analyzed. The pump was visually and microscopically inspected, and functionally tested. It passed all testing except the functional test. It did not pass the activation and deactivation tests. Product analysis concluded this could affect the functionality of the device. Product analysis confirmed the reported events. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly, which led to inflation problems. The pump was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observations of mechanical non conformance. Since the pump did not pass the activation test, these anomaly was determined to be the most probable cause of the reported events. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, the pump of this inflatable penile prosthesis (ipp) was thoroughly analyzed. The pump was visually and microscopically inspected, and functionally tested. It passed all testing except the functional test. It did not pass the 8 lb activation and the valve deactivate state tests. Product analysis concluded these activation non-conformance and valve deactive state test could affect the functionality of the device as the reported mechanical anomaly. Product analysis confirmed the reported events. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had issues with an inflatable penile prosthesis (ipp) due to pump was not working properly. The pump was removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient had issues with an inflatable penile prosthesis (ipp) due to pump was not working properly. The pump was removed and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had issues with an inflatable penile prosthesis (ipp) due to the pump was not working properly. A revision has not been set. No patient complications were reported.